Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stemi. During the index procedure, one resolute integrity drug eluting stent was implanted to treat a lesion in the lad. Approximately 31 months post index procedure, the patient suffered a stroke. The event was treated by tissue plasminogen activator therapy. Event is reported to be resolved. Investigator has assessed that the event was not related to the study device or anti-platelet medication.